Event description:
Customer reported no pt involvement. Sys was purchased & installed by third party . Intermittent reboot ac line sags intermittently, customer will notify local electrical co. For investigation.

Manufacturer narrative:
Gehc svc personnel adjusted ws for +5.1vdc. Adjusted camera hoz. & vert. Center. Adjusted flu replaced power cable. Tested dc power supply- +5.1vdc, +12.2vdc, -11.9vdc, -4.9vdc. Tested sys operation. All svc repairs requested by customer have been completed.